Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: visable moisture was found on the display. "Up", "down", "ok" and contrast buttons are under responsive. Leak test failed due to display lens leak. Removed keypad, no damage to button contacts or keypad flex cable. Opened pump, moisture corrosion found on keypad connector and other parts of pcb. No moisture in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.